Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient this 980 ventilator had a loss of ventilation (lov) when a bag of saline leaked onto the ventilator. Review of the logs found that there was evidence of ventilator shut down on the patient at the time of the reported event. The device was available for evaluation. The service personnel (sp) evaluated the ventilator and found stains on the breath delivery (bd) power distribution board; however, the ventilator powered up with the same board. The sp confirmed diagnostic codes in the logs related to potential failures of the mix controller printed circuit board assembly (pcba) and the direct current (dc)-dc converter pcba. Both boards were replaced as a precaution. The ventilator passed all tests and calibrations as per the manufacturer's specifications at the time of service. The cause of the reported condition could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this 980 ventilator had a loss of ventilation (lov) when a bag of saline leaked onto the ventilator. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
Section d9 was updated due to part return correction. Section g2 510k# section h6 evaluation code conclusion updated = remove d15 and add d1102. H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient this 980 ventilator had a loss of ventilation (lov) when a bag of saline leaked onto the ventilator. Review of the logs found that there was evidence of ventilator shut down on the patient at the time of the reported event. The device was available for evaluation. The service personnel (sp) evaluated the ventilator and found stains on the breath delivery (bd) power distribution board; however, the ventilator powered up with the same board. The sp confirmed diagnostic codes in the logs related to potential failures of the mix controller printed circuit board assembly (pcba) and the direct current (dc)-dc converter pcba. Both boards were replaced as a precaution. The ventilator passed all tests and calibrations as per the manufacturer's specifications at the time of service. The mix controller pcba was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One dc-dc converter pcba was returned to medtronic for a failure investigation. Visual inspection of the returned dc-dc converter pcba found salt-like residue and light water marks on the pcba. The dc-dc converter pcba was installed in a test ventilator, and it was found that there was no malfunction or product deficiency observed. The likely cause of the event was the saline spill on the pcba at the time of the reported event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.